Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. The customer's blood glucose (bg) level was reading "high" mg/dl. Reportedly, the customer delivered a correction bolus to address bg level. Customer declined further troubleshooting with tandem technical support.